Event description:
Caller reported discrepant high troponin (tni) results on the triage cardiac panel (meter #1) compared to the lab analyzer (eci) and a neighboring site's (same medical director as the customer's hospital) triage meter (meter #2) for one pt. A (B)(6) female pt went to the emergency department (ed) complaining of chest pains. She was admitted, but not discharged. Three separate edta whole blood sample draws were taken on (B)(6) 2012, 4 hours apart from each other. Customer did not have specific result value for eci test, but stated that it was negative. One additional draw was taken on (B)(6) 2012. Customer stated that both their triage meter and their neighboring site's triage meter results were negative (no specific values provided). No testing was performed on eci lab analyzer. Other cardiac markers were normal (data not provided). No invasive procedure has been done yet. No other pt info provided.

Manufacturer narrative:
Investigation pending.